Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to false construction / design. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the craniotome device ball bearings fell apart, the device was missing balls and cage, the inner ring was missing and the crani bracket was damaged. It was further determined that the device failed the following pre-tests: visual assessment, cutter insertion and temperature. It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as (B)(6) 2017 in the initial report. It has been updated as (B)(6) 2017. Device evaluation: upon further evaluation, it was determined that the device had a broken interior ring was confirmed. A visual and functional assessment was performed on the device which found that the device failed the cutter insertion assessment, also observed that the device had a drilled neuro-tip. During repair, it was observed that the bearings. Were worn out and loose create a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings. It was determined that the issue with the worn out bearings was consistent with normal wear over time . If information is obtained that was not available for the initial medfwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation: further evaluation determined that the issue with drilled neuro-tip mentioned in the previous medwatch was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. The assignable root cause for the drilled neuro-tip was caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.